Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for follow up in clinic. Upon interrogation, it was noted that atrial lead exhibited noise. No intervention was reported and the patient would be monitored. The patient was stable.